Event description:
It was reported that during a vinci-assisted incisional hernia surgical procedure, the user was unable to activate bipolar energy using the vio dv 2.0 integrated electrosurgical unit (iesu/erbe) generator. The customer received phone assistance from the intuitive surgical inc. (Isi) technical support engineer (tse). The tse's review of the site¿s system logs confirmed related error faults and active energy settings with a bipolar instrument. The tse recommended moving to another energy cable and energy instrument, moving to the second bipolar port and power cycling the erbe generator; however, the issue persisted. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was recurrent, and the user continued the surgical task using monopolar energy. The procedure was completed using the same generator with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed a defective erbe generator. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the replaced erbe generator for failure analysis. No issue was identified during functional testing. The unit energized and cauterized without issue. All ports (bipolar and monopolar) recognized the test instruments.